Event description:
On 02/17/2000, the facility's risk mgr faxed the MFR medwatch report# 18-0088-2000-0001 along with a completed product complaint report (pcr) form that states the following: pt underwent fluoroscopy to determine why the device was not functioning. A piece of the device was found to have apparently sheared off and was found in the pt's right ventricle. The piece of the device was retrieved under invasive radiology without much difficulty. No further details were provided.